Manufacturer narrative:
The taka suction tube was returned to the supplier for evaluation. Evaluation results determined that excessive force was applied to the device. When the user applied excessive force at the connection of the tube and the handle, it caused the device to break as stated in the reported event. The instructions for use states, "avoid mechanical shock or overstressing the devices." "Prior to use, inspect devices to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or if they have physical damage." Steris performed in-service training on the proper use and operation of the taka suction tube, specifically the importance of not bending or applying excessive force while in use. The device history record was reviewed and confirmed the lot was manufactured according to specification; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
Through follow up with the user facility it was confirmed the device subject of the reported event did not breach the sterile field and had no patient impact. The device subject of the reported event is being returned for evaluation. The investigation is ongoing. A 3-year complaint review indicates this to be an isolated event. A follow-up MDR will be submitted when additional information becomes available. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (mw5157083) that their chroma-line brand taka m suction tube broke apart when the surgeon picked it up prior to use during a patient procedure. The procedure was completed successfully using another chroma-line brand taka m suction tube. No report of injury or procedure delay.